Event description:
It was reported that during a bilateral deep brain stimulator (dbs) surgical procedure using this nextframe stereotactic equipment, registration was done with an accuracy of 0.4mm (rsme) on the first side. During microelectrode recording for the second side however, no sub thalamic nucleus (stn) was observed and microstimulation was ¿inconclusive¿ regarding the electrode position. The microdriver was removed and the frame pointer was inserted again into the frame. When the pointer was rotated, the target was observed to move 3-5 mm, which was above the acceptable accuracy. The procedure was stopped and a CT scan was performed. The second dbs lead was implanted later the same day using a stereotactic frame. There was ¿no reported impact to the outcome of the patient.¿ however, it was indicated to have been ¿a serious threat¿ to the patient¿s health. Testing of the system done afterwards showed no dysfunction of the system. Additionally, the camera function that was suspected to have been damaged seemed to have been ¿okay.¿

Manufacturer narrative:
(B)(4).

Event description:
Correction: the information was previously reported in manufacturer¿s report # 1723170-2013-00615.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Please note that all further information regarding manufacturer report #3007566237-2014-01064 will be filed as part of this report.

Manufacturer narrative:
Device evaluation: analysis of the nexframe apparatus found ¿several of the returned spheres had scuffs and foreign material on them which can cause reduced reflectivity during use. The reduced reflectivity results in irregular deviation and higher probe geometry errors. It cannot be determined if the scuffs would have occurred during the implant procedure or resulted from the shipping and handling of the product when returned for analysis.¿